Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2003 and the mesh was implanted. It was reported that the patient experienced vulval pain, abnormal vaginal bleeding, abdominal pain, recurrent sub urethral granulation tissue, dyspareunia, urinary incontinence, deep pelvic pain, and vaginal mesh erosion.

Manufacturer narrative:
(B)(4). (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. If further details are received at a later date a supplemental medwatch will be sent.